Manufacturer narrative:
E1: initial reporter facility name:. E1: initial reporter address: (B)(6). E1: initial reporter city:. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a powder like substance was observed in the pre-cap of a polyflux 14l set. The powder was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed white spots in the header cap of the device. Due to the quality of the photo image, the type of particles could not be determined. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.